Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that a male patient with an aneurysm post type a dissection underwent tevar and had a zta-pt-34-30-209 implanted on (B)(6) 2016. Left subclavian artery (lsa) and left common carotoid artery (lcca) revascularization was performed prior to the implantation. 2 days post procedure a type 1a endoleak was found ((B)(4), manufacturer report# 3002808486-2016-00597). On (B)(6) 2018 the patient underwent a secondary intervention where a proximal extension was placed after transposition of the brachiocephalic artery (tronc artériel brachiocéphalique (tabc)). It was reported that on (B)(6) 2019 the patient had an event of biological inflammatory syndrome with chronic hemolysis. This was thought to be related to an infected aortic stent. Per the reported information the infected stent was an evar stent, however, this is assessed to be a miscommunication as no evar stent is seen on the provided imaging. The patient was treated with vancomycine. On (B)(6) 2019 the patient was hospitalized in ICU due to an aortic rupture and on (B)(6) 2019 the patient died. The site indicated that the death was related to disease and not study device or study procedure. (B)(4) ctas from dating from (B)(6) 2015 to (B)(6) 2019 where provided and reviewed by an imaging expert. Per the imaging review the patient had a type b dissection with entry tears in the descending thoracic aorta. The aortic valve and ascending aorta had been replaced. The imaging shows that the secondary intervention consisted of innominate artery origin ligation, a bypass extending from the inferior ascending aortic graft to distal innominate artery, and proximal endograft extension with a tx2 proximal component into the ascending aortic bypass graft, as well as a proximal alpha stent placed distally. The CT evidence is consistent with infection of the descending thoracic false lumen. Although the endograft was also likely involved, there are no CT findings to verify endograft infection. The imaging reviewer comments that it is typical that all devices are involved and infections are typically seeded through the blood(hematogenous). Since all the devices are in contact with the blood all are assumed infected. Per the instructions for use for this device infection of the aneurysm, device or access site is a known adverse event. Based on the provided information and imaging it is likely that the infection and subsequent rupture is caused by the patient¿s condition. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Occupation: professor. Similar device under PMA p140016 investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, a proximal component (zta-pt-34-30-209, lot e3383261) was implanted without difficulty. The left subclavian artery (lsa) was partially covered with the proximal zone of stent graft implantation being in zone 1. Additional procedures for lsa and lcca revascularization were completed prior to implantation of the study device. On the final completion angiogram, there was no evidence of an uncorrected endoleak. On (B)(6) 2016 (2 days pp), a follow-up CT showed a type ia (proximal end) endoleak which had not been present on the previous film read. This did not result in a new clinical event or intervention. Additional information 17dec2018: on (B)(6) 2018 (899 days post-procedure), the patient underwent a secondary intervention where a proximal extension was placed, to correct a type 1 endoleak. In relation to the secondary intervention, the site has provided following comments: "procedure pre planed in two steps: the first step was transposition of the tabc at the proximal level and the second step was recover of the tevar" aneurysm diameter: (B)(6) 2016 - 93mm. (B)(6) 2016 - 90mm. (B)(6) 2016 - 68mm (B)(6) 2018 - 70mm. On (B)(6) 2019 (1269 days post-procedure ¿ uns 7), the patient had an event of ¿biological inflammatory syndrome and aeg in the context of chronic hemolysis on infected aortic stent.¿ the site has verified that ¿the infected stent was the evar stent.¿ the treatment of this event was diagnostic procedure, medication and transfusion. This event was categorized as being a sae due to ¿serious deterioration in the health of the patient¿ and hospitalization. The event was considered being related to study device and study procedure. Following comment was made by the site: ¿angiotdm on (B)(6 )2019: stenosis of the true aortic channel (90% versus 80% on (B)(6) 2019) just above the aortic stent on the segment iii. Small increasement of the aortic stent (82mm versus 85 mm within a month). Angiotdm on (B)(6) 2019: right sacciform aneurysm lateral posterior at the end of the aortic prothesis. Increasement of the aneurysm sac due to a type 1b endoleak. Conclusion of the report: infection of the aortic stent on the vancomycine treatment since the (B)(6) 2019. Hemolytic anemia and epigastric pain without etiology that let to death.¿ on (B)(6) 2019 (1293 days post-procedure ¿ uns 8), the patient had an event of a vascular injury of rupture. Treatment was a diagnostic procedure. This event was categorized as being a serious adverse event due to the death of the patient. The event was considered being not related to either study device or study procedure. Following comment was made by the site: ¿radiographic worsening of aortic aneurysm with rupture leading to death.¿ the site has responded that the death was related to disease. No autopsy was performed. No death report or autopsy report is available. Following comment was made by the site: ¿patient hospitalized on ICU and on the angio tdm report a radiographic worsening of aortic aneurysm with rupture leading to death was discovered.¿ on (B)(6) 2019 (1294 days post-procedure) the patient died. The site indicated that cause of death was: ¿radiographic worsening of aortic aneurysm with rupture leading to death.¿ the site furthermore indicated that the cause of death was related to the disease and that the patient had a thoracic aortic stent graft implanted at the time of death. Patient outcome: the patient died from the event of rupture and biological inflammatory syndrome on (B)(6) 2019.